Event description:
(B)(4) study: site number 01, subject number (B)(6). On (B)(6) 2014, the subject underwent a lumbar spinal stenosis surgery. On (B)(6) 2014, the subject reported daily scant amount of serious drainage from her wound. Lumbar wound culture was positive for "mrs" (clarification requested). The lumbar wound infection was superficial. The subject was referred to infection disease and she was treated with a 5 day course of bactrim. The severity of the event was moderate. The relationship to the device was classified as possible. The event was considered resolved on (B)(6) 2015. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.